Event description:
The customre contacted abbott laboratories in 02/2006 regarding cell-dyn 1700 platelet imprecision. On 02/24/2006, a physician questioned a cell-dyn 1700 platelet result of 14 k/ul because the pt's previous platelt result was 20 k/ul. The sample was sent to a reference laboratory for testing on an alternate method (beckman coulter) and the platelet result was 23 k/ul which the physician believed to be correct. No impact to pt management was reported.